Manufacturer narrative:
This report is submitted on july 11, 2022.

Event description:
Per the clinic, the patient experienced poor wound healing. The device was explanted under general anaesthetic on (B)(6) 2022. It is unknown if there are plans to re-implant the patient with another device.

Manufacturer narrative:
It was reported that the receiver/stimulator had extruded, resulting in the explant of the device. This report is submitted on august 08, 2022.